Event description:
Related manufacturer report number: 2017865-2022-11688. During remote follow-up, oversensing due to a loss of capture was observed on the right ventricular (rv) and left ventricular (lv) leads. Abbott technical support was contacted and confirmed the event. No intervention has been performed. The patient was in stable condition.